Manufacturer narrative:
Investigation summary: the customer reported separation below the drip chamber, and returned one used of material 72215n, along with several helpful photos. The sample was separated below drip chamber, and both the photos and returned sample verify the failure. The root cause is traced to insufficient solvent applied during assembly. There were no other failure modes observed. Manufacturing is aware of the issue, and there is a project in place to help lower the risk of future failures. A device history record review for model 72215n lot number 21119671 was performed. The search showed that a total of 21,603 units in 1 lot number was built on (B)(6) 2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that the bd secondary administration sets experienced separation with leak. The following information was provided by the initial reporter: IV tubing separated at the connection at the bottom of the drip chamber.